Event description:
It was reported to medtronic that a physician was notified by a colleague, that sometime within the past 10 years the following account occurred when a microdebrider was being used with the tricut blade: when ¿using endoscopic microdebridement for laryngotracheal carcinoma, there was one intraoperative hemorrhage in a coagulopathic patient requiring emergent tracheotomy for intraoperative bleeding. It is unclear if the microdebrider was the ultimate cause of bleeding.¿ the doctor has confirmed that no additional information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: 1898200t: microdebrider. 1898200t, igs m4, 510k: k041413, erl. (B)(4). Product evaluation: no analysis results available. Devices will not be returned for evaluation. Method: no testing methods performed.